Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; the full lead was returned for analysis.

Event description:
It was reported that, prior to attempting to implant the lead, the physician tried to advance the helix to test the mechanism. The helix would not extend and so no attempt was made to implant the lead.